Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a send error was noted upon attempt to interrogate the implantable cardioverter defibrillator. Radiofrequency chip malfunction was suspected as an inductive and wireless programmer was used to interrogate the device. No additional information was reported. There were no adverse consequences to the patient.